Manufacturer narrative:
Per tandem's pump user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge leaked. Reportedly, the customer had overfilled the cartridge. Additionally, insulin drips were not observed to be dripping out of the cartridge tubing during the load fill tubing sequence. A cartridge change was performed resolving the issue. Customer's blood glucose level was 200mg/dl.